Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A technical support specialist set the login for care fusion application under station configuration, then did the same under medication application and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen and was unable to access the station. The customer rebooted the unit, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.